Manufacturer narrative:
On 14-feb-2017, fse arrived at the site to address the reported event. Fse inspected the tubes and compared them to tubes that were read prior to the new barcode printer installation. The new labels were noticeably higher in the tube due to the way the barcode printer had been set up. Fse advised the customer to contact laboratory information system (lis) to see if they would be able to change the justify setting. No further action was required by field service. The most probable cause of the reported event was due to tubes labeled too high (operator error). This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017, the customer reported barcode read errors with their g8 analyzer. The customer attempted to troubleshoot by changing the printer, but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.